Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent esc and act buttons response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was attempting to administer insulin for her meal and the insulin pump alarmed button error. She waited for a few minutes and she wasn't able to clear the alarm. Customer's blood glucose was 329 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.